Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the set showed the daeration chamber was cracked. The set underwent functional leak testing (2 bar) and a leak was observed at the level of the deaeration chamber due to the crack. The reported condition was verified. The lines of the set including deaeration chamber are provided by one of our internal suppliers. The plant has control measures in place to identify failures of this nature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the u.s. Under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from a crack on the venous port of a prismaflex st100 set during prime. Priming was stopped, the set was replaced, and no other issues were noted. There was no patient involvement associated with the reported event. No additional information is available.